Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, it was initially reported that a pt was underdosed. The pt had increased pain, and was admitted to an ER. Dilaudid was noted to be in the pt's pump. On (B)(6) 2010, it was later reported that the pt went to the ER on (B)(6) 2010. At that time, it was believed that the pump had stopped working. A dye study was performed. The pt was prescribed dilaudid (10 mg) while in the hospital. On (B)(6) 2010, the pt was referred to a neurosurgeon, and a complete pump and catheter replacement was later conducted on (B)(6) 2010. Prior to the pump replacement, the pt was receiving hydrocodone (30mg/cc) and clonidine as a secondary drug. Following the pump replacement, the pt was being administered dilaudid at 20 mg/cc. The pt was noted as doing fine.